Event description:
Patient arrived for stent exchange (boston scientific urinary diversion stent). While trying to advance wire through stent we began to notice there was some resistance upon x-ray we noticed that the stent had broken in multiple places.